Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue where the clinicians are seeing "inconsistent ¿ and mostly extended ¿ infusion times for 24-hour bags of chemo." Per report, the rates they are seeing issues with are generally "greater than 30ml." The customer stated that they are seeing "alleged discrepancies of up to 30% between the programmed rate and the apparent infusion rate." The customer (informatics pharmacist) asked the manufacturer: "one question I wanted to ask for my understanding relates to the max occlusion pressure. I reviewed the information in the gre editor software guidance and see the following: ¿this is the patient-side occlusion alarm threshold for the selectable pressure mode. The instrument defaults to this setting when new patient is selected. This is the maximum allowable value the user can select when in selectable pressure mode. 50¿525 mmhg may be selected in 25 mmhg increments.¿ I also see that the pump mode further on notes that the downstream occlusion alarm threshold at 525mmhg for rates 30ml/hr. Or greater. Is there some sort of physiological evidence to support the 525mmhg or if a lower pressure threshold is recommended to ensure the pump functions appropriately? For example, if we are infusing chemotherapy and the patient¿s PICC line is partially occluded so that the pressure the pump is working against is increased, if we set the occlusion alarm value lower would there be any benefit to finding those occlusive issues sooner? I reviewed a user guide for the newer version pumps and see that the infusion pressure maximum is 654mmhg for the model 8100. Is there any data available for rate discrepancies that may be observed if infusing against 25mmhg vs. 525mmhg?" Bd insight consultant engaged with the customer and informed them that "the patient-side occlusion threshold is one of the configurations of the bd alaris infusion system. The configurations are profile-specific." The customer then shared a screenshot of their current configuration of alaris system: max occlusion pressure (mmhg) 525; default pressure (mmhg) 525; pressure mode lock status: unlocked; pressure mode selection: pump. Bd insight consultant provided additional device information to the customer regarding device configuration. Bd received additional information through due diligence attempts. It was reported by the customer that the "patient was receiving second bag of a 4 bag, 96 hr. Infusion regimen. Each bag is intended to run over 24 hrs. And calculation is done to accommodate for the manufacturer¿s overfill (manufacturer if the IV fluid bag). Ordered dose was for cisplatin/etoposide/cyclophosphamide (48ml) in 1000ml bag for a total volume of 1048ml. Rn is directed to add 90ml (to the volume to be infused) for max possible manufacturer overfill and infuse at appropriate rate to infuse over 24 hrs. In this case, that works out to 1138ml/24 hrs. Or 47.4ml/hr. For the first dose, the math the rn did was slightly different for an infusion rate of 49.9ml/hr., but infusion completed in appropriate timing considering the interruptions in the infusion from the all infusion details report (1/13/25 2129-1/14/25 2225) and showed a total volume infused of 1188mls (50mls above what should have been the max volume). The second dose infused from 1/14/25 2240-1/16/25 0222. Rn had adjusted infusion volume to include an overfill of 140ml (per the previous infusion) for a total infusion volume of 1188ml/24 hrs. For rate of 49.5ml/hr. Per anecdotal documentation and reprogramming in the pump after the programmed volume was infused and pump switched to kvo, and additional 140mls or so was infused. This would mean the liter bag would have had to contain 1328mls. This is physically unlikely for these bags as it would appear obviously overfilled." Patient's IV access was PICC (peripherally inserted central catheter). When asked if there any multiple infusion interruption issues during the infusion (i.e., occlusion alarms, air-in-line alarms), the customer stated, "yes, for the specific dose I am referring to, there were 16 minutes of interruption due to alerting. The first and second doses showed a total of 10 air in line alerts and 25 patient side occlusion alerts. More of those occurred during the first dose though, per the all infusion details report." Although asked, the customer was unable to provide the model number of the tubing set(s) used at the time of the event. There was patient involvement, but no harm. However, the customer stated that the patient "did remain in the hospital for one additional day to complete treatment."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report event involving discrepancies up to 30% between the programmed infusion rate and the apparent infusion rate was not confirmed. Inspection and laboratory testing could not be performed because the devices and the IV container were not returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The event date was reported as (B)(6) 2025 at 2129 (9:29 pm) to(B)(6) 2025 at 2225 (10:25 pm) and (B)(6) 2025 at 2240 (10:40 pm) to (B)(6) 2025 at 0222 (2:22 am). The concomitant pcu s/n (B)(6) event log showed the suspect pump module s/n (B)(6) was in use on (B)(6) 2025 attached to the pcu. The facility provided the dataset ¿(B)(4)¿, pcu and pump module event logs; the profile in use was identified as ¿oncology¿. On (B)(6) 2025 at 9:29 pm, an infusion started with drugid 124 cisplatin/etoposide/cyclophosphamide (cisplatin/etop/cyclo), drug amount of 15 mg, concentration of 0.0131 mg/ml, rate of 49.913 ml/hr, vtbi of 1148 ml and expected duration of 23 hrs. The primary volume infused (pvi) recorded was 0 ml. On (B)(6) 2025, between 5:15 am and 10:20 pm, the pump module alarmed for air in line twenty-five (25) times and three (3) times for occluded patient side. At 8:47 pm the user changed the vtbi to 50 ml. At 9:45 pm to 35 ml, and at 10:20 pm to 50 ml. At 10:25 pm, the pump module was channeled off with pvi of 1187.33 ml. At 10:39 pm, an infusion started with drugid 124, drug amount of 15 mg, concentration of 0.0126 mg/ml, rate of 49.5 ml/hr, vtbi of 1188 ml and expected duration of 24 hrs. The primary volume infused (pvi) was cleared before the infusion started (pvi = 0 ml). On 15 january 2025 the pump alarmed for occluded patient side five (5) times. At 10:51 pm the infusion completed with pvi of 1188.01 ml. At 10:53 pm the user changed the vtbi for 35 ml and the infusion started. On (B)(6) 2025 at 12:31 am the user changed the vtbi for 30 ml and at 1:06 am for 20 ml. At 1:35 am the infusion completed with pvi of 1318.27 ml. At 1:36 am the user changed the vtbi for 15 ml and the infusion started. At 1:54 am the infusion completed with pvi of 1333.56 ml. Between 1:55 am and 2:00 am the user changed the vtbi to 10 ml. At 2:00 am, the pump alarmed for occluded patient side two (2) times. At 2:12 am the infusion completed with a pvi of 1347.7 ml. At 2:21 am the user changed the vtbi to 5 ml. At 2:22 am the user paused the infusion. The pump module was channeled off at 2:33 am with pvi = 1350.68 ml. Bd alaris system user manual (v9.33) states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported event involving discrepancies up to 30% between the programmed infusion rate and the apparent infusion rate could not identify a root cause using the provided logs. Inspection and laboratory testing of the devices and IV container could not be performed because they were not returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log.

Event description:
It was reported an issue where the clinicians are seeing "inconsistent ¿ and mostly extended ¿ infusion times for 24-hour bags of chemo." Per report, the rates they are seeing issues with are generally "greater than 30ml." The customer stated that they are seeing "alleged discrepancies of up to 30% between the programmed rate and the apparent infusion rate." The customer (informatics pharmacist) asked the manufacturer: "one question I wanted to ask for my understanding relates to the max occlusion pressure. I reviewed the information in the gre editor software guidance and see the following: ¿this is the patient-side occlusion alarm threshold for the selectable pressure mode. The instrument defaults to this setting when new patient is selected. This is the maximum allowable value the user can select when in selectable pressure mode. 50¿525 mmhg may be selected in 25 mmhg increments.¿ I also see that the pump mode further on notes that the downstream occlusion alarm threshold at 525mmhg for rates 30ml/hr. Or greater. Is there some sort of physiological evidence to support the 525mmhg or if a lower pressure threshold is recommended to ensure the pump functions appropriately? For example, if we are infusing chemotherapy and the patient¿s PICC line is partially occluded so that the pressure the pump is working against is increased, if we set the occlusion alarm value lower would there be any benefit to finding those occlusive issues sooner? I reviewed a user guide for the newer version pumps and see that the infusion pressure maximum is 654mmhg for the model 8100. Is there any data available for rate discrepancies that may be observed if infusing against 25mmhg vs. 525mmhg?" Bd insight consultant engaged with the customer and informed them that "the patient-side occlusion threshold is one of the configurations of the bd alaris infusion system. The configurations are profile-specific." The customer then shared a screenshot of their current configuration of alaris system: max occlusion pressure (mmhg) 525; default pressure (mmhg) 525; pressure mode lock status: unlocked; pressure mode selection: pump. Bd insight consultant provided additional device information to the customer regarding device configuration. Bd received additional information through due diligence attempts. It was reported by the customer that the "patient was receiving second bag of a 4 bag, 96 hr. Infusion regimen. Each bag is intended to run over 24 hrs. And calculation is done to accommodate for the manufacturer¿s overfill (manufacturer if the IV fluid bag). Ordered dose was for cisplatin/etoposide/cyclophosphamide (48ml) in 1000ml bag for a total volume of 1048ml. Rn is directed to add 90ml (to the volume to be infused) for max possible manufacturer overfill and infuse at appropriate rate to infuse over 24 hrs. In this case, that works out to 1138ml/24 hrs. Or 47.4ml/hr. For the first dose, the math the rn did was slightly different for an infusion rate of 49.9ml/hr., but infusion completed in appropriate timing considering the interruptions in the infusion from the all infusion details report (1/13/25 2129-1/14/25 2225) and showed a total volume infused of 1188mls (50mls above what should have been the max volume). The second dose infused from 1/14/25 2240-1/16/25 0222. Rn had adjusted infusion volume to include an overfill of 140ml (per the previous infusion) for a total infusion volume of 1188ml/24 hrs. For rate of 49.5ml/hr. Per anecdotal documentation and reprogramming in the pump after the programmed volume was infused and pump switched to kvo, and additional 140mls or so was infused. This would mean the liter bag would have had to contain 1328mls. This is physically unlikely for these bags as it would appear obviously overfilled." Patient's IV access was PICC (peripherally inserted central catheter). When asked if there any multiple infusion interruption issues during the infusion (i.e., occlusion alarms, air-in-line alarms), the customer stated, "yes, for the specific dose I am referring to, there were 16 minutes of interruption due to alerting. The first and second doses showed a total of 10 air in line alerts and 25 patient side occlusion alerts. More of those occurred during the first dose though, per the all infusion details report." Although asked, the customer was unable to provide the model number of the tubing set(s) used at the time of the event. There was patient involvement, but no harm. However, the customer stated that the patient "did remain in the hospital for one additional day to complete treatment."

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue where the clinicians are seeing "inconsistent ¿ and mostly extended ¿ infusion times for 24-hour bags of chemo." Per report, the rates they are seeing issues with are generally "greater than 30ml." The customer stated that they are seeing "alleged discrepancies of up to 30% between the programmed rate and the apparent infusion rate." The customer (informatics pharmacist) asked the manufacturer: "one question I wanted to ask for my understanding relates to the max occlusion pressure. I reviewed the information in the gre editor software guidance and see the following: ¿this is the patient-side occlusion alarm threshold for the selectable pressure mode. The instrument defaults to this setting when new patient is selected. This is the maximum allowable value the user can select when in selectable pressure mode. 50¿525 mmhg may be selected in 25 mmhg increments.¿ I also see that the pump mode further on notes that the downstream occlusion alarm threshold at 525mmhg for rates 30ml/hr. Or greater. Is there some sort of physiological evidence to support the 525mmhg or if a lower pressure threshold is recommended to ensure the pump functions appropriately? For example, if we are infusing chemotherapy and the patient¿s PICC line is partially occluded so that the pressure the pump is working against is increased, if we set the occlusion alarm value lower would there be any benefit to finding those occlusive issues sooner? I reviewed a user guide for the newer version pumps and see that the infusion pressure maximum is 654mmhg for the model 8100. Is there any data available for rate discrepancies that may be observed if infusing against 25mmhg vs. 525mmhg?" Bd insight consultant engaged with the customer and informed them that "the patient-side occlusion threshold is one of the configurations of the bd alaris infusion system. The configurations are profile-specific." The customer then shared a screenshot of their current configuration of alaris system: max occlusion pressure (mmhg) 525; default pressure (mmhg) 525; pressure mode lock status: unlocked; pressure mode selection: pump. Bd insight consultant provided additional device information to the customer regarding device configuration. Bd received additional information through due diligence attempts. It was reported by the customer that the "patient was receiving second bag of a 4 bag, 96 hr. Infusion regimen. Each bag is intended to run over 24 hrs. And calculation is done to accommodate for the manufacturer¿s overfill (manufacturer if the IV fluid bag). Ordered dose was for cisplatin/etoposide/cyclophosphamide (48ml) in 1000ml bag for a total volume of 1048ml. Rn is directed to add 90ml (to the volume to be infused) for max possible manufacturer overfill and infuse at appropriate rate to infuse over 24 hrs. In this case, that works out to 1138ml/24 hrs. Or 47.4ml/hr. For the first dose, the math the rn did was slightly different for an infusion rate of 49.9ml/hr., but infusion completed in appropriate timing considering the interruptions in the infusion from the all infusion details report ((B)(6) 2025 2129-(B)(6) 2025 2225) and showed a total volume infused of 1188mls (50mls above what should have been the max volume). The second dose infused from (B)(6) 2025 2240-(B)(6) 2025 0222. Rn had adjusted infusion volume to include an overfill of 140ml (per the previous infusion) for a total infusion volume of 1188ml/24 hrs. For rate of 49.5ml/hr. Per anecdotal documentation and reprogramming in the pump after the programmed volume was infused and pump switched to kvo, and additional 140mls or so was infused. This would mean the liter bag would have had to contain 1328mls. This is physically unlikely for these bags as it would appear obviously overfilled." Patient's IV access was PICC (peripherally inserted central catheter). When asked if there any multiple infusion interruption issues during the infusion (i.e., occlusion alarms, air-in-line alarms), the customer stated, "yes, for the specific dose I am referring to, there were 16 minutes of interruption due to alerting. The first and second doses showed a total of 10 air in line alerts and 25 patient side occlusion alerts. More of those occurred during the first dose though, per the all infusion details report." Although asked, the customer was unable to provide the model number of the tubing set(s) used at the time of the event. There was patient involvement, but no harm. However, the customer stated that the patient "did remain in the hospital for one additional day to complete treatment." Additional information was received following on site visit by manufacturer representative. According to customer biomedical engineering, the pump modules pass the rate accuracy portion of the pm without any issues and they were with in specifications for rate accuracy. Biomed stated that he ran a 24-hour infusion on one of the pump modules and found it running with in specifications at the conclusion of the infusion. It was determined to only provide the log files for review because there were not issues observed during the investigation by biomedical engineering